Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user believed no insulin was being delivered because the cartridge volume remained unchanged and glucose rose to 224 mg/dl; the infusion set history showed a new insertion and there were no new device alerts, with the last alert previously indicating an empty cartridge. Symptoms included no reported physical symptoms. Outcomes included transient hyperglycemia that was out of range for about two hours and was corrected by the ilet without medical or non-medical assistance. Investigation included review of alert history, infusion set insertion records, and real-time troubleshooting guidance to verify flow through the tubing, with instructions to monitor glucose. Investigation of this case revealed no device alerts during the event and no evidence of device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.